Manufacturer narrative:
A ge service representative discussed the problem with the facility by telephone. This discussion identified that the blade was changed, but recalibration, with new blade was not completed. Recalibration of the instrument resolved the issue. After recalibration, the system was deemed accurate by the surgeon.

Event description:
It was reported that the images on the it 3500 plus system were reversed and not accurate. There was no report of patient injury.